Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that the pump had watchdog alarm and the pump beeps during every infusion. There was no patient involvement.

Manufacturer narrative:
D4 - updated. H3, h4 and h6 ¿ updated. One suspected device was received for evaluation. The event history log (ehl) was reviewed. The acu watchdog alarm was noted in the ehl as stated by the customer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed with history but not duplicated. The probable cause of the reported issue was due to defective main printed circuit board. Replaced main pcb. All functional test of the device passed after repair.